Event description:
It was reported that pump malfunction occurred with malfunction code displayed and no notable events prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset it without malfunction recurring, and was advised to continue using pump and call back if problem returned, which customer acknowledged and understood.